Event description:
It is reported that the articular provisional broke while doing a trial reduction.

Manufacturer narrative:
Evaluation: as returned, the articular surface provisional is fractured along one of the channels. A design change has been made where an increase in the corner radius reduces the stress concentration, this reducing the likelihood of a fracture. The part has a potential field age of over 4 years and the new design was implemented in 2008, therefore, this part was made prior to this design change. Device history records indicate all components were manufactured and inspected to specification.